Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11. H4: this lot was manufactured october 2024. H11: five (5) unopened samples were received for evaluation. Visual inspection and inspection under magnification were performed and revealed various types of foreign matter enclosed in the sealed product packaging. Sample #1: 0.0545 inch dark fiber embedded on white spike port connector, in the fluid. Pathway. Sample #2: 0.0675 inch dark fiber embedded outside the tubing, not in the fluid pathway. Sample #3: 0.02 inch dark spot embedded outside the tubing, not in the fluid pathway. Sample #4: 0.0165 inch dark fiber embedded on the white connector, not in the fluid pathway. Sample #5: 0.02 inch dark spot embedded outside the tubing, not in the fluid pathway. The reported condition was verified. The cause of the condition was determined to be contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) vented micro-volume inlets had particulate matter in an unspecified location. This was observed before use. There was no patient involvement. No additional information is available.